Event description:
This 30 year old female with congenital aortic stenosis underwent aortic valve replacement in 1988. A bovine pericardial ionescu type valve, 21 mm. More identifiers are not known to this reporting facility as the implantation was performed at another facility. The patient presented with significant cardiac symptoms of chf, and left ventricular compromise. Gross exam of the valve upon explanttation showed the prosthetic valve was heavilly calcified; one leaflet was rigid and 2 leaflets had been dissupted at their commissural attachments.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.